Event description:
It was reported that during implant procedure of this lead, it exhibited pacing impedance greater than 3000 ohms, which is high out of range. As a result, this lead was removed prior to pocket closure and successfully replaced. No adverse patient effects were reported. The product has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that during implant procedure of this lead, it exhibited pacing impedance greater than 3000 ohms, which is high out of range. As a result, this lead was removed prior to pocket closure and successfully replaced. No adverse patient effects were reported. The lead is expected to be returned for analysis.